Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and bone wax was used. Prior to use on the patient, sterile labeling was not found on primary packaging. Additional information has been requested.